Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-02826.

Event description:
Device 1 of 2; reference MFR. Report: 1627487-2019-02826.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: reference MFR. Report: 1627487-2019-02826. It was reported the patient suffered a traumatic fall around (B)(6) 2019 and then lost therapy on his right side. Impedances were checked, and x-rays revealed lead migration. To address the issue, the physician explanted and replaced the patient¿s leads, and effective therapy was restored.